Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer. The lens was cut in half and appears to have evidence of ophthalmic viscoelastic on it. The condition of the lens precludes further investigation. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was implanted and removed during the same procedure due to an unspecified complication. During the explant of the lens, the original incision had to be enlarged. No complications were reported.